Manufacturer narrative:
The reported event was unconfirmed. Three photos were received for evaluation. The first photo shows the top view of a 3-way catheter. The second one shows the catheter's tip with the deflated balloon. The last photo shows the catheter's cap. Received 1 all-silicone temp sensing foley catheter. Inflated with inhouse syringe and 10 ml methylene blue solution, the concentricity was found to be 50:50. The catheter rested with no leaks. The inhouse syringe was connected and the balloon passively deflated in 2 minutes and 40 seconds with no issues or cuffing. The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. A risk review, labeling review and device history record review were not required as the reported event was unconfirmed. However, a DHR was completed before unconfirming the event. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest, sterile water leaked from the foley catheter.

Event description:
It was reported that during pretest, sterile water leaked from the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.